Manufacturer narrative:
The event did not meet the requirements of mandatory report, as there are no adverse effects on patient. Following the indications provided in the "public health notification: unretrieved device fragments" issued on (B)(4) 2008, orthofix srl decides to report this kind of events, on a voluntary base. Technical investigation: the broken screw, received on (B)(6), was sent to an external laboratory for chemical, mechanical, metallurgical and failure analysis. The technical analysis performed on the returned device evidences its compliance with orthofix design specifications. The breakage occurred is due to bending fatigue failure. Clinical evaluation: the x-rays evaluation made by external medical evaluator, confirmed that the event was not device related. The breakage is related to the insufficient insertion of the bone screw (only 54% of the screw thread was inside the bone). The clinical evaluation also evidenced that the bone screws were applied too close together, in a mechanically inefficient configuration. These two factors would have been the reason for the screw breakage in this patient. Anyway, a fragment of the screw was left in the patient's bone. This did not lead to any adverse effects to the patient. This is the reason for this voluntary reporting. Orthofix continues monitoring the products on the market.

Event description:
The patient was treated for an infected and fractured femoral neck. The surgeon used the pelvic fixator and one side was exchanged for a procallus straight clamp. The procallus straight clamp was used at the femoral side. The surgeon inserted two self-drilling cortical screws into anterior-superior iliac spine and anterior-inferior iliac spine. At about 3 months from the application, one bone screw was broken. The broken screw was replaced. No patient effects were reported apart that the broken tip of the screw were left in patient bone. (B)(4).